Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end part on the usb cable was loose and was not able to be fully inserted into the ac power adapter. Customer was concerned about the pump battery not being able to be properly charged. There was no reported adverse impact to the customer's blood glucose. Reportedly, the usb cable was replaced to address the issue.